Event description:
It was reported by customer complaint that the pt was hospitalized due to hypoglycemia. The reporter alleges she had done a cartridge change and within a short period of time the entire contents of the cartridge infused. She checked her blood glucose and at the time it was reportedly 59mg/dl, the reporter stated she drank some juice and was starting to feel better. The reporter stated she does not recall what happened after that as the next thing she remembers is that she woke up in the hospital. The reporter stated tht her blood glucose was 29mg/dl when the paramedics arrived at her home. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.